Event description:
During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. At the end of the procedure, a routine echocardiogram revealed a cardiac tamponade on the posterior wall. The patient remained stable and intervention was not required. The patient was transferred to a unit for monitoring and remained stable. There were no performance issues noted with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, vascular perforation in an inherent risk of any electrode placement.